Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. (B)(6). It was indicated that the device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a scratch was noticed on a pcb00 20.0 diopter intraocular lens (iol) after it was implanted into the patient's operative eye. Reportedly, there are no plans to explant the lens. There has been no patient impact reported so far and the lens remains implanted. No additional information was provided.